Event description:
It was reported that the patient experienced no stimulation sensation and never had therapeutic effect after implant. The lead impedance measurements were greater than 3600 ohms on every bipolar pair. The patient was at the clinic. The company representative confirmed that the patient was going to have the lead re-connected. Further information has been requested.